Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable issue medication. A technical support specialist instructed user to do an issue medication through provided charge code to resolve the issue. The system functioned as intended after the technical support specialist guided the user.

Event description:
It was reported when using the bd pyxis medbank system validation code did not work, preventing user from dispensing the required medications. The customer stated that user issued the medication with the provided charge code on the medication order for the patient. There were no adverse events or injuries reported based on this event.